Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed paint chipping on the pump housing. Reportedly, the issue caused the customer difficulty with loading a cartridge. There was no patient involvement, as the customer was utilizing manual injections for therapy at the time of the event.